Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Additional review found debris consistent with the black porous coating and white foam insert particulates. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is non- conforming to specification. The root cause of the foreign debris is the operator not following the provided work instructions during manufacturing. The root cause of the black porous coating and white foam debris is transit damage. An corrective action has been initiated to address the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The incoming inspection team member at the distributorship found debris in the sterile package. No patient involvement. No additional information.